Manufacturer narrative:
Findings: motor error alarmed during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. Customer stated that the device was not exposed to a strong magnetic field such as MRI. The customer stated they are able to complete the rewind sequence. The customer was advised to return the pump with battery and zero doubt the basal rates. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.